Event description:
Bilateral capsular contracture, baker grade 4, left-side.

Manufacturer narrative:
The device was returned intact and functional; upon return, the device gel was noted to be white/cloudy. The device weighed 7.4g over specification.